Manufacturer narrative:
Concomitant medical products: 419588 lead implanted: (B)(6) 2011, dtba1d1 crt-d implanted: (B)(6) 2015. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited intermittent under-sensing, high thresholds, variable thresholds and a decline in p-waves. Reprogramming occurred. The ra lead remains in use. No patient complications have been reported as a result of this event.